Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two pictures of the explanted liner were provided. Due to the poor quality of the images, the item and lot number of the product are not readable, and no visual examination can be performed. As such, the images do not provide any further information relevant to the investigation. The lot number was reviewed for any deviations and/or anomalies in the manufacturing process that may have affected the surgical outcome or contributed to this reported event. No deviations or anomalies related to the reported event were discovered. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the provided radiograph, the event of dislocation can be confirmed. Radiologic assessment reports a vertical position of the acetabular cup which might have contributed to the multiple dislocations. However, since medical records or previous radiographs were not provided, it is not possible to establish if the acetabular cup was implanted with this angulation or if the position changed during the time in vivo. Further, it was determined that zimmer biomet products were used together with products from another manufacturer. This is considered an off-label-use and it is unknown if and to what extend this may have contributed to the reported event. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a primary hip replacement. No complication post-surgery for 13 years. Soon after that patient had spinal surgery and experienced hip dislocation. She underwent surgery to fix dislocation by replacing the femoral head, stem, and acetabular liner. Subsequently, patient dislocated three times. Revision surgery was done and surgeon replaced the acetabular liner and the femoral head (competitor product). Diligence is complete and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information.

Event description:
Additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient experienced a primary hip replacement approximately 30 years ago. No complication post-surgery for 13 years. Soon after that patient had spinal surgery and experienced hip dislocation. She undergone surgery to fix dislocation by replacing the femoral head, stem and acetabular liner. Recently, patient dislocated three times. Revision surgery was done on (B)(6) 2023 and surgeon replaced the acetabular liner (from zb) and the femoral head (other company). Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.